Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/25/2017 with the following findings: a review of the black box showed two replace cartridge alarms with subsequent deliveries resumed. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and at the end of testing the basal history showed the correct amount. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing with no delivery defects. The pump delivered accurately and within the required range. No delivery interruptions or alarms occurred during the investigation. The inaccurate delivery issue was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the patient was currently hospitalized with a blood glucose over 600 mg/dl and had ketonuria.. Treatment includes IV fluids and insulin via pump. Reporter states they frequently take patient on and off pump and give insulin via syringe. Reporter also admits changing site without doing a rewind load and prime step, and does not fill the cannula with ifs set change. During troubleshooting, customer support found that reporter had not responded to an alarm in a timely manner; basal delivery totals in tdd do not match, variation due to a cartridge change. The patient was referred to a hcp for diabetes management training. Cs found no cause of inaccurate delivery attributed the bg excursion to training/misuse..